Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: cholecystectomy event description: today we had two ca500 clip forceps that did not work: the clips would not release. Additional information received from customer via email on 05dec25: the patient did not sustain any injuries as a result of the clip clamp malfunction. The 2 patients are in good health. We kept a clip . The surgeon (name redacted) informed me after the second operation with the problem. The first clip clamp was loaded because it was the first clip installed. After that, there was no more discharge of the clips. During the second intervention, the clamp did not install any clips. Since both cases, we have already used a dozen clip pliers without any problems. The use of clip forceps is well known by the surgeon and checked before each use. There was no discharge of clips at all. The clip clamp for the second procedure is in the pharmacy. The event date is unknown. Intervention: we had to change the batch number for it to work. Patient status: the patient did not sustain any injuries as a result of the clip clamp malfunction. The 2 patients are in good health.

Event description:
Name of procedure: ni. Event description: today we had two ca500 clip forceps that did not work: the clips would not release. The event date is unknown. Intervention: we had to change the batch number for it to work. Patient status: no patient injury reported.

Manufacturer narrative:
The event device is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.